Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815-2019-00338. It was reported the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was resumed post procedure.